Event description:
It was reported that the catheter balloon would not deflate, and as a result the catheter was difficult to remove.

Manufacturer narrative:
The device was not returned for evaluation. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. 6. Connect catheter to collection container. 7. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon would not deflate, and as a result the catheter was difficult to remove.